Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), embedded device ("totally embedded in 2 caps / totally embedded in 1 cap"), device expulsion ("migration of essure device location of device: extruding into endometrial cavity"), pelvic pain ("pelvic pain / pain"), uterine haemorrhage ("irregular uterine bleeding") and fallopian tube cyst ("other injury(ies) or para tubal complication, cyst on right fallopian tube") in a 34-year-old female patient who had essure (batch no. B94868, cs003r) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo. Concurrent conditions included back pain, obesity and genital prolapse. Concomitant products included hydrocodone since 1996 and vicodin (norco) since 1996. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced weight increased ("weight gain / weight gain / loss (specify which one) weight gain"). In 2014, the patient experienced uterine haemorrhage (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), adverse reaction ("abnormal symptoms"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fallopian tube cyst (seriousness criterion medically significant) and back pain ("back pain"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy to remove the essure, dilation and curettage), surgery (dilation and curettage) and surgery (cyst was surgically removed). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, embedded device, device expulsion, uterine haemorrhage, abdominal pain, weight increased, adverse reaction, vaginal haemorrhage, menorrhagia, fallopian tube cyst and back pain outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, adverse reaction, back pain, device expulsion, embedded device, fallopian tube cyst, menorrhagia, pelvic pain, uterine haemorrhage, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 163 lbs. Railing coils: left 3 right2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 2-nov-2018: pfs and mr received: reporters added. Demographic conditions added. Lot numbers added. Insertion date updated. Events: abnormal bleeding (vaginal, menorrhagia), migration of essure device, pain, perforation (uterus), weight gain, para tubal cyst on right fallopian tube, uterine bleeding, embedded device, back pain were added. Event onset date and outcome updated. Concomitant conditions and drugs added. Lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), embedded device ("totally embedded in 2 caps / totally embedded in 1 cap"), device dislocation ("migration of essure device location of device: extruding into endometrial cavity"), pelvic pain ("pelvic pain / pain"), uterine haemorrhage ("irregular uterine bleeding") and fallopian tube cyst ("other injury(ies) or para tubal complication, cyst on right fallopian tube") in a 34-year-old female patient who had essure (batch no. B94868) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo. Concurrent conditions included back pain, obesity and genital prolapse. Concomitant products included hydrocodone bitartrate;paracetamol (norco) since 1996 and hydrocodone since 1996. On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the patient was found to have weight increased ("weight gain / weight gain / loss (specify which one) weight gain"). In 2014, the patient experienced uterine haemorrhage (seriousness criterion medically significant). In october 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fallopian tube cyst (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), adverse reaction ("abnormal symptoms"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and back pain ("back pain"). The patient was treated with surgery (dilation and curettage, bilateral salpingectomy and hysterectomy to remove the essure, dilation and curettage and cyst was surgically removed). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, embedded device, device dislocation, uterine haemorrhage, fallopian tube cyst, abdominal pain, weight increased, adverse reaction, vaginal haemorrhage, menorrhagia and back pain outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, adverse reaction, back pain, device dislocation, embedded device, fallopian tube cyst, menorrhagia, pelvic pain, uterine haemorrhage, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 163 lbs. Railing coils: left 3 right2 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Hysterosalpingogram - on (B)(6)2014: results: total bilateral occlusion. Lot number cs003r reported is invalid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), weight increased ("weight gain") and adverse reaction ("abnormal symptoms"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, weight increased and adverse reaction outcome was unknown. The reporter considered abdominal pain, adverse reaction, pelvic pain and weight increased to be related to essure. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.